Event description:
It was reported through a research article identifying an abbott mechanical valve that may be related to complications post procedure. Specific patient information is documented as a (B)(6) female. Details are listed in the attached article, titled "apical ballooning following mitral valve reoperation". It was reported in the article that a mechanical valve was implanted to replace a perimount magna edwards valvein a (B)(6) patient. The patient has a history of epilepsy and atrophic gastritis. Post procedure, the patient presented low cardiac output and was treated with inotropic agents. Anterolateral t-wave inversion was shown at electrocardiographic assessment and left ventricular dysfunction was detected, as well as apical ballooning was confirmed with transthoracic echocardiography. No coronary stenosis was found at coronary angiography. Both the clinical symptoms and monitoring changes disappeared within 2 weeks.

Manufacturer narrative:
As reported in a research article, a patient had low cardiac output, left ventricular dysfunction, and apical ballooning after a mechanical valve implant. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.